Manufacturer narrative:
1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leakage from the tubing of three infusion sets at the site event on 25 feb 2026. The infusion set had been in use for twelve to twenty four hours.